Manufacturer narrative:
Device was received with a stuck button error alarm. The anomaly was isolated to the keypad. Unable to perform the displacement test and self-test due to the stuck button keypad alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons was not working. The customer blood glucose level was 160mg/dl. Customer stated that numbers are not ramping on their own also the scroll bar was not moving with no input. Customer stated that insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.